Event description:
The recipient came for an extra fitting session because his hearing performance with the device decreased. A new MRI has been scheduled. A decision for re-implantation will be made based on the outcome.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient came for an extra fitting session because his hearing performance with the device decreased. A new MRI has been scheduled for the end of (B)(6) 2023. A decision for re-implantation will be made based on the outcome.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, a complete insertion was not achieved at implantation surgery with five channels remaining extra-cochlear. However, to determine an exact root cause a device investigation of the explanted device is necessary. Imaging is planned for the end of (B)(6) 2023.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition, a complete insertion was not achieved at implantation surgery with five channels remaining extra-cochlear. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The recipient came for an extra fitting session because his hearing performance with the device decreased. The recipient has been re-implanted.